Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an g5 mobile application crashed with an alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an unexpected g5 mobile application shutoff. A root cause could not be determined via data.